Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due erratic blood glucose readings. Customer was hospitalized in the intensive care unit on (B)(6) 2017 with blood glucose over 200 mg/dl. The customer was treated with manual injection and insulin pump. The customer was wearing the insulin pump during the hospitalization. Customer declined troubleshooting for high blood glucose. Customer requested emergency supplies.